Manufacturer narrative:
H10. Additional manufacturer narrative: for additional information, please refer to section d10 and section h6

Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to further investigate the reported event. The fse was able to confirm the reported error message "2009 liquid leak" in the error log. The fse was not able to reproduce the problem when initializing or priming the aia-900 instrument. The fse performed alignment of both b/f probes, adjusted the z-axis height higher to not touch the bottom of the cup. The fse started a qc run and failed ck-mb and ctnl2 runs with <l results. The fse proceeded to replace the wash solution, diluent solution, cups, and substrate and ran with the same failing results. The fse inspected the diluent well and found a weak fluid flow. The fse then replaced the diluent pump. Calibrators and quality controls (qc) were ran with good results within published ranges. The fse ran customer samples with good results and no further issues or errors. The aia-900 instrument was performing within manufacturer's specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 02-may-2018 through aware date 02-jun-2019. There were two (2) other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [2009] liquid leak. Cause: leakage of solution was detected at the start of measurement, so measurement will stop. Action: please contact the tosoh local representatives. The most probable cause of the reported event was due to failure of the diluent pump.

Event description:
A customer reported getting error message "2009 liquid leak" on start-up with the aia-900 instrument. The customer stated that the b/f probe tubing had popped off, which was replaced. The customer noticed a bead in the tip, which was removed, and the b/f probe tip was cleaned. The customer performed decontamination and rebooted the aia-900 instrument, but the "2009 liquid leak" persisted. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient results for creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Additional manufacturer narrative: submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The diluent pump was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported failure was due to faulty diluent pump. The most probable cause of the reported event was due to faulty diluent pump.

Event description:
N/a.